Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ this report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-02743 / 02744).

Event description:
It was reported that a patient enrolled in (B)(4) study underwent a left total hip arthroplasty on (B)(6) 2003. A subsequent revision was performed on (B)(6) 2013 due to potential infection or metallosis. Review of medical records confirmed metallosis. Lab results found no evidence of infection. The head and cup were removed and replaced with cement spacer molds. The stem remains implanted.